Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with no other devices. The balloon was tightly folded and the stent was secure between the markerbands. The shaft and hypotube were examined. There were numerous kinks throughout the shaft and hypotube. The hypotube was separated 15.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that shaft break occurred in a segment that cannot enter the patient's body. The 80% stenosed target lesion was located in the non-calcified distal right coronary artery (rca). A 16x2.75 omega stent was selected to treat the lesion. During introduction, the device was gently pushed and before reaching the lesion, it was noted that the proximal shaft was broken. The device was completely removed from the patient¿s body by pulling the remaining shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the hypotube broke at a point that could potentially enter the patient.